Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an x-ray was taken pre discharge and a dislodged of this right atrial (ra) lead was noted. A repositioned procedure took place but after attempting to retract the helix it was not possible to retract the helix thus a new lead was implanted. Upon removing the lead contamination was noted on the helix mechanism. The lead was discarded and will not be returned. No additional adverse patient effects were reported.